Manufacturer narrative:
Concomitant: product ID 3550-29, serial# (B)(4), implanted: 2015-(B)(6), product type accessory. Product ID 3 778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).

Event description:
It was reported that following replacement for normal battery depletion the patient was experiencing a burning sensation at the implantable neurostimulator (ins) location when stimulation was on. The manufacturer&#38112;representative (rep) took impedances before and after the revision and they both showed to be okay. The rep. Ran impedances while on the call and the impedance range was showing 900-1300. The patient did not experience symptoms when the ins was off and the patient also stopped experiencing burning when the amplitude was turned down. The rep. Did not try palpating the pocket site to see if the burning became worse or better when stimulation was on. The rep. Moved up and down the lead with a guarded cathode and double guarded cathode and when stimulation was turned off the burning stopped. The patient was at 450 pulse width and 50 hertz. It was noted the physician was ordering an x-ray to make sure the lead was still in the canal. The cause of the burning sensation was not yet determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the x-rays showed that the lead was out of the epidural space. A revision was scheduled for (B)(6) 2015 to resolve the burning sensation and the patient was going to get a paddle lead this time. It was noted the burning sensation occurred immediately after the new battery was implanted.